Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a pod did not insert correctly and subsequently experienced swelling and redness at the pod application site with an alleged local infection. On (B)(6) 2026, the patient sought medical attention for a large red bump at the pod site, approximately the size of a quarter, with surrounding redness and fever. Per the patient¿s allegation, medical attention was sought due to the infection. Information regarding whether the patient was wearing the pod at the time medical attention was sought is unavailable. The patient reported receiving antibiotic treatment. The patient further reported that the infection did not drain during the initial medical visit and required a follow-up medical appointment on (B)(6) 2026, at which time the infection reportedly drained. The patient stated that two antibiotics were taken. A diagnosis was not confirmed. Following completion of antibiotic treatment, the patient reported that the infection resolved and pod therapy was successfully resumed.